Event description:
A malfunction alarm occurred with the pump during its operation. The customer's blood glucose level did not exceed 500 mg/dl and was not adversely impacted. Technical support assisted the customer in loading a new cartridge correctly, and the customer successfully resumed insulin therapy. The original cartridge lot number was unavailable.